Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the operational check failed. There was no patient involvement at the time the reported issue was discovered. An analysis was performed by the distributor. Based on the information provided, the reported problem was confirmed, and determined to be due to a battery failure. The root cause of the battery failure could not be determined. The issue was resolved by a third party replacing the battery and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator exhibited an error during the self-test. There was no reported patient involvement.